Event description:
It was reported to boston scientific corporation that during a sacrospinous fixation procedure using a capio open access suture capturing device, "...the needle failed to align, therefore, it was not able to capture the suture properly." The needle detached within the sacrospinous ligament, and was easily removed manually by the physician. The procedure was completed with another capio open access suture capturing device, with no further complications to the patient, who is reportedly "stable" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.